Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no blockage observed in the drainage lumen, as water was able to be introduced through the drainage funnel and came out from drainage eye without difficulty. Flow rate test was performed on the returned catheter and found to be passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿21)since movementof the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 22)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 23)avoid force on the connecting parts asthey may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 24) do not pull or twist the outlettube. Also, do not squeezethe drainagebag. [The jointof the drainagebag and the outlet tube maybe damagedand urine leakage may occur.] 25) when disposing of urine, observe the following: 1) remove the outlet tubefrom the housing of the urine drainagebag. 2) liftthe green lever to open whileholding the outlettube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine iscompleted, close the green lever and put the outlet tube into the housing." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow during surgery. Reportedly, there was tension in the abdomen, and when pressed there was still no urine flow. The catheter was replaced and urine began to flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow during surgery. Reportedly, there was tension in the abdomen, and when pressed there was still no urine flow. The catheter was replaced and urine began to flow.